Event description:
It was reported that when the radio frequency head was placed over a device the programmer incurred an error several times. Running the service disk will be attempted to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.